Event description:
The device was used during an unspecified thoracoscopy procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.